Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the issue was identified during procedure, but no further details of the event can be provided. There was no report of fragments falling from the device while used within a patient, and no fragment fell inside the patient's anatomy. There was no injury to the patient, and the procedure was completed robotically.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive the harmonic ace instrument to perform failure analysis (fa). The instrument was found to have the curved blade broken at the tip of the blade. A piece approximately 0.429" x 0.085" was found to be broken off. The broken piece was not returned. The components adjacent to this broken blade did not show damage. In addition, the instrument was found to fail the energy recognition test. The instrument was placed on an in-house system and connected to an in-house energy generator. A torque wrench was used to tighten the assembly until it was as tight as it could be (clicking sounds). The instrument failed the energy recognition test and generated a message indicating to "tighten assembly" on 3 out of 3 attempts. The probable root cause is attributed to use conditions. Broken blades result from blade scratches and damage caused by contact with other instruments or other hard/metal objects (e.g., staples, clips, etc.) During use while the instrument is activated. Blade fractures propagate from initial contact sites due to the ultrasonic vibration of the harmonic ace blade, leading to eventual/premature failure (e.g., scratches and damage result in cracks, which then result in broken blades).

Event description:
It was reported that prior to starting (post-anesthesia) a da vinci-assisted surgical procedure, the harmonic ace instrument was not recognized. The procedure was completed with no reported injury.